Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 1993; 6992a lead, implanted unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was infected and explant was necessary. No further patient complications have been reported as a result of this event.